Manufacturer narrative:
This report is submitted on december 18, 2017, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the clinic, the patient's abutment dislodged due to head impact at the implant site. Subsequently the patient was placed under general anesthesia on (B)(6) 2017 and underwent skin revision surgery to replace abutment.